Event description:
It was reported that the customer's batteries were only lasting one or two days in the insulin pump. The customer's blood glucose was unknown. Troubleshooting for the low battery was done. The customer stated that he did not receive weak battery alerts. Advised that a replacement battery cap would be sent. Explained to call back if the issue continued and to revert to a back-up plan per healthcare provider's instructions if needed. The customer also experienced a blank display. Troubleshooting for the blank display was then done as well. Advised customer to insert a new aaa alkaline battery, and the customer stated that it took 15 minutes for the screen to come on. Advised customer to monitor the pump. Advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.